Event description:
It was reported that during an unknown procedure, when reload was open, bottom side surface (opposite from staple line) was uneven. Unable to use it. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: u5ae9m. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one trt10 reload was received with no apparent damage. The reload had the proximal 1 driver up without staples and the swing tab in unlocked position. However, 27 staples were noted to be missing scattered along the staple line. Also, some protruding staple legs on the proximal end were noted. Due to the condition of the reload no functional test was performed to preserve the evidence. The event reported was confirmed and it is related to improper use of the device. As it is possible that the firing knob was not returned to its home position while loading the reload. Please reference the instruction for use for more information. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of automated vision system to ensure staples presence; the swing tab is present and unlocked. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.